Event description:
On 2004, it was reported that during the implant, after tunneling the drive line, the in-line vent adapter was not able to slide over the black offset washer on percutaneous (perc) line. The clinical engineer tried to turn the in-line vent adapter around and slide over the black washer, yet was unsuccessful. The black washer appeared to function properly as they were able to manipulate the spring loaded capabilities by depressing the washer at the arrow on perc line. It was suggested by the manufacturer to try another in line vent adapter, yet they had already broken sterility on a new pump. There were no further issues with the new pump and new adapter. The hospital is returning the device to the manufacturer for analysis. The patient remains on lvad support while awaiting a heart transplant.